Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a black screen. A field service engineer checked the wall power plug and power cable, and attempted to turn on the station, but it showed no signs of power. The engineer replaced the power module, and although the station blinked for a second, it still did not power on. After disconnecting all pyxibus cables, the station launched the application. The engineer continued troubleshooting by isolating each drawer and ultimately identified that the auxiliary half-height drawer 1.2 was preventing the station from powering on. The drawer control board and solenoid were replaced. The station started working again. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on black screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.